Manufacturer narrative:
Product evaluation details: the returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) for the lot number 30058254l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The customer complaint cannot be confirmed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and noise was encountered on all ECG signals including body surface and intracardiac electrograms. There were no patient consequences. On (B)(6) 2018, additional information was received indicating there were no ECG signals available for the physician to monitor the patient¿s heart rhythm. The event of noise on all signals has been assessed as an MDR reportable event. The awareness date for reportability has been adjusted to (B)(6) 2018 as this is when bwi became aware of a reportable malfunction. During the procedure, noise occurred on all body surface (bs) and intracardiac (ic) signals on the carto 3 system and the recording system. There were no ECG signals available for the physician to monitor the patient¿s heart rhythm. Catheter cable was replaced two (2) times and the issue persisted. Then the thermocool® smart touch® sf uni-directional navigation catheter was replaced and the issue resolved.